Event description:
It was reported that the health care provider complaint about the patient feeling a burning sensation after programming settings were changed. Additional information reported (B)(6) 2014 stated patient did not think neurostimulator (ins) was on because it had not worked in at least 2 years. The patient believed that "wire came off where it was connected in the back". The patient stated that where the device was put in to the area by tailbone was where it was disconnected. The patient indicated that the health care provider mentioned about having device removed. The patient stated that the therapy just never worked for them and they still have bladder problems on the day of this call and can go 15 times a day. The patient believes ins was currently off because they had not felt stim. Patient stated they didn't think the device would impact having an MRI. Advised patient could obtain programmer to confirm ins off status. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v462931, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).